Event description:
A distributor in france reported that a customer experienced a malfunction alarm with their insulin pump, specifically malfunction code 13-0x2142. There was no information provided regarding the impact on the customer¿s blood glucose level. Despite the request to return the pump for inspection, the customer confirmed that they would not be returning it, leading to the closure of the complaint.